Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor would not power on. Additionally the rear response button was non-functional due to disconnected response button cable. The cause of the monitor not powering on was a flash memory failure (B)(4) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. The root cause of the unplugged response button cable would not be positively identified but was likely the monitor impacting the hard surface. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The nurse of an (B)(6), female, called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.